Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
Per the surgeon's report, this patient did not reach satisfactory hearing levels with her cochlear implant. It was also reported that the tip of the electrode array was folded over during surgery. Integrity testing performed in 2006 was consistent with normal device function with some array anomalies. The device was reprogrammed, but this did not resolve the problem. The surgeon explanted the device one month later and reimplanted the patient with a new device the same day.